Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 35 months due to the elective replacement indicator (eri). The monitoring voltage was 2.7 volts with an automatic capacitor reformation of 23 seconds. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.